Event description:
The customer was hospitalized for dka. There were no significant events stated that lead up to the actual event. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The customer was instructed to follow the two hbg rule.